Manufacturer narrative:
Capsule contracture reported as the reason for explantation.

Event description:
Capsule contracture resulting in explantation.

Manufacturer narrative:
Capsule contracture reported as the reason for explantation. Updates made to sections g3, g6, h8.

Event description:
Capsule contracture resulting in explantation.